Event description:
Upon induction for intubation, anesthesia machine started losing pressure causing oxygen desaturation on patient. Anesthesia machine passed the leak test at the start of the day. Anesthesiologist ended up bagging the patient. Per doctor: leak. Not able to ventilate on manual or vent mode. Thus unsafe patient event due to desaturation and near miss. Had to switch to ambu bag until we could bring in new machine. On ambu bag saturation to 100 percent and once switched to new machine no issues with ventilation. Circuit was eventually discarded and not sequestered with the anesthesia machine. In-house biomed tech tested device and could not duplicate any issues. The manufacturer draeger was called out for their investigation and also could not duplicate any issues with the machine; it was determined that the issue was the disposable patient circuit. Manufacturer response for anesthesia machine, (brand not provided) (per site reporter): draeger fse tested the anesthesia machine, which passed all testing. It was determined that the cause of the issue was the disposable ventilator circuit, not the anesthesia machine itself.